Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava . The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that thrombosis of inferior vena cava from above the renal veins extending down to both legs; diffuse edema round the iliac veins and inferior vena cava .the patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years and two months of post deployment, an x-ray chest was performed for chest pain and back pain. The study showed that no evidence of pleural effusion or pneumothorax. An x-ray lumbar spine was performed which showed inferior vena cava filter was noted in place. On the next day, a computed tomography angiogram of chest was performed for shortness of breath. The study showed that pulmonary embolism demonstrated within the right middle lobe pulmonary artery branch. There was pulmonary embolism within the sub-segmental branch of the right lower lobe. There are segmental branch pulmonary emboli within in the right upper lobe. There are segmental branch pulmonary emboli within the right upper lobe. No left sided pulmonary emboli are seen. No evidence for saddle embolus. On the same day, a computed tomography of abdomen and pelvis was performed for right flank pain. The study showed that inferior vena cava filter which was tilted off to the patient right proximally. One of the legs extends medially over towards the right lateral wall of the aorta but does not appear to penetrate it. One of the more anterior legs extends out towards the duodenum. There was a thrombus above the filter. Extensive thrombosis of the inferior vena cava including above the inferior vena cava filter and down into both legs. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. The medical record review allege that the ivc filter was placed due to the history of multiple dvts and pe and the filter was placed below the renal veins. Approximately three years post deployment, non-contrast scan showed thrombosis above the filter. The intravenous contrast material administration revealed that the ivc filter was tilted off to the patient¿s right proximally. One of the filter limbs extends out towards the duodenal c-loop. Therefore, the investigation is confirmed for the filter tilt, perforation of the ivc wall, thrombus and post implant pulmonary embolism. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc . The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that thrombosis of inferior vena cava from above the renal veins extending down to both legs; diffuse edema round the iliac veins and inferior vena cava .the patient experienced pulmonary embolism post filter implant ;however, the current status of the patient is unknown.